Event description:
A malfunction was reported after the device was exposed to humidity and extreme temperatures. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which the customer understood.